Event description:
A malfunction on the pump was reported by the caller. The event did not cause the customer's blood glucose level to exceed 500 mg/dl. The caller was unable to perform a pump reset due to not having the charging cable, and technical support was scheduled to follow up to resolve the issue.